Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. Access was obtained through the left femoral artery with a contralateral approach. The sterling es monorail balloon 1.5mm x 20mm was advanced to the lesion and inflated at 4atm for 30 seconds and ruptured. The procedure was completed with 2 non-bsc balloons. No patient complications were reported, and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)